Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on or about (B)(6) 2012, after the use of the product.

Manufacturer narrative:
The add'l info noted the pt expired, but it did not specifically state a date of death. Additionally, the correct associated MFR report number for this event are 1225714-2013-01524 and 1225714-2013-01525. This is one of two device reports for this event. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received noted that the pt subsequently expired.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products. Associated MDR #'s 1225714-2013-01524 and 1225714-2013-01525.